Manufacturer narrative:
The device was returned to olympus for inspection. The indicated complaint phenomenon was not reproduced. A root cause could not be identified. Based on the results of the investigation, it was determined that the device satisfies device specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The pressure was set to 15 mmhg, and the relief mode setting of the device was set to off. There was an alarm delay setting of 0 seconds, and the flow rate settings used were high and normal. 16-21 mmhg were indicated for insufflation pressure, and the indication of insufflation pressure was not stable. No other source of gas was employed by the customer during use of the device, and the pinch valve was not exhausting smoke at any time. The overpressure warning did beep, and the overpressure warning light did turn on, but the tube obstruction warning did not beep. The smoke evacuation suction tube was not connected. The patient's abdominal cavity was normally distended, and the overpressure occurred during the procedure itself. The procedure type was laparoscopic cholecystectomy. The intra-abdominal pressure was not increased, the patient's subsequent condition is normal, and the tubing was heat exchanger ((B)(6)) manufactured by olympus.

Event description:
It was reported the high flow insufflation unit had an alarm for excessive pressure that was continuous. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.